Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the motor current remained high throughout the case. However, the impella cp remained in use for the duration of the procedure with no harm to the patient.

Manufacturer narrative:
The investigation has been completed. No product was returned. The cause of the issue was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.